Manufacturer narrative:
During further investigation patient informed tandem that unit had provided three occlusion alarms. Patient cleared the first two alarms and apparently did not hear the third alarm. Patient woke up with a bg of 400 and changed out her infusion set and cartridge. Patient saw blood in the cannula and was bleeding from her site indicating unit worked as intended. Patient was seen by her health care provider (hcp) who sent her to the hospital, where they were able to get her bg levels back within her target range. User guide states; if your t: slim pump detects insulin delivery is blocked, the occlusion alarm occurs and all insulin deliveries are stopped. Check the cartridge, tubing and cannula to help determine the cause. Event not likely to lead to death, t: slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t: slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.

Event description:
Received info from a tandems sales rep indicating a patient was taken to the hospital for high bg levels.